Event description:
During an in clinic follow up, post paced t wave oversensing was noted on the device. No intervention has been performed at this time. The patient was stable and will continue being monitored.